Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and cracked battery tube threads noted during visual inspection.

Event description:
The customer reported via phone call that there was a crack on their insulin pump's casing. The customer did not drop or bump the insulin pump. It was also reported the drive support cap appeared to be damage. The customer was not in a car accident. The customer's blood glucose was 144 mg/dl. Customer's insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.